Event description:
At 27 days post-op, an office dictation states patient was released from rehabilitation on pod 18. Postoperatively, patient developed increased weakness in both arms. Right upper extremity continues to improve but no significant improvement in left upper extremity. Patient has no motor at the elbow or wrist on the left and no significant motor a the wrist on the right. He has left shoulder pain and soreness which is intermittent and may be improving. 104 days post-op, physician's examination notes state "films show rostral aspect of the plate has probably shifted towards the left. Left screw is out of bone. Cage shifted as well, though seated well. There is material within the cage." At 114 days post-op, office notes state "imaging in (B)(6) show that the rostral left screw is in fact not finding purchase within the vertebral body. Plate construct is therefore stable. Cage remains in good position. At 188 days post-op, the patient was seen for follow up. Patient began noticing improved motor in his upper extremities bilaterally. Patient takes collar off for about 20-30 minutes at night sometimes and develops some spasms. He has developed a sharp left sided pain "in his throat" with recumbency. Patient wakes up with pain but it resolves as soon as he sits up in chair. Plain films show the hardware in exact same position. CT shows evidence of some bone within cage. "283 days post-op, the patient presented for exam. Recheck reexamination found the patient's strength improving particularly in his left arm from pre-operative state. Patient is still having pain. At 367 days post-op, the patient was seen by the physician. Patient has some weakness in bilateral upper extremities, subjectively following a cycling session about two weeks ago. Patient complains of pain primarily in his left shoulder. Patient is able to flex and extend both arms at the elbow. CT scan does not show any significant bone formation posterolaterally, however, there is good bone formation within interbody cage. At 585 days post-op, patient progress notes state that the patient was treated for pseudomonas and staph infected decubiti on buttocks. At 706 days post-op, patient progress notes state that the patient has serious urinary tract infection. At 787 days post-op, patient progress notes state that the patient had chronic recurrent urinary tract infection. At 922 days post-op, patient progress notes state that the patient had real bad excoriation in the groin. Patient had candida groin infection bilaterally. At 1365 days post-op, patient progress notes state that the patient has sinus tract on his ischium, right buttock traversing up towards lumbar region. It was about 10 or 12cm and now only 3cm. Urinary culture taken. At 1487 days post-op, patient progress notes state that the patient went to hospital for severe urinary tract infection (uti). Patient was treated with antibiotics. At 1490 days post-op, a chest xray shows postoperative changes involving cervical spine. At 1511 days post-op, patient progress notes state that the patient had multiorganismal urinary tract infection and patient was placed on oral medications. Patient admitted to hospital for klebsiella pneumonia, enterococcus faecalis and e-coli. At 1636 days post-op, patient progress notes state that the patient has grade IV bedsore on right cheek and real bad breakdown on left cheek. At 1874 days post-op, patient progress notes state that the patient had chronic buttocks decubiti. At 2793 days post-op, a letter noted that the patient was complaining of recurrent urinary tract infections. At 2069 days post-op, the patient had a CT scan which showed no evidence of hydronephrosis, kidney stones or bladder stones 2190 days post-op, the patient complained of swollen testicle on left. No dysuria noted. No hematuria present. At 2485 days post-op, patient progress notes state that the patient's right leg was swollen and red. Patient may have had mild cellulitis in it. At 2624 days post-op, patient progress notes state that the patient complained of "swelling in the throat and compression of the airways at times, severe dysphagia and since then the patient can't lift his arms up. The onychomycosis in the patient's toenails returned and was severe. At 2645 days post-op, the patient was seen for an office visit. "Patient complaining of 2-3 years of progressive left-sided neck pain headache which radiates down the upper thoracic spine, and left upper extremity pain. Respiratory difficulties progressing. Patient develops shortness of breath just talking. Patient is on CPAP at night." At 2654 days post-op, the patient underwent cervical imaging. MRI showed "extensive myelomalacia spanning 3 through c7 inclusive. There was relative stenosis at c2/3 and c3/4." X-ray showed "anterior metal plat at c6/7 with bony fusion of the c6 and c7 vertebral bodies. Anterior metal plate also extends between c3 and c5 with interbody metallic fusion device between those vertebral bodies. Posterior element screws are seen at c3 and c6 with connecting vertical metal rods." CT scan showed "minimal c2 on c3 anterolisthesis. C1/2 degenerative changes are noted. C2/3 and c3/4 anterior osteophytes are noted as well at at c7/t1. Extensive postoperative changes. Reversal of normal cervical lordosis and multilevel degenerative changes. No significant canal stenosis. Mild central canal narrowing is noted at c2/3. There is also a linear hyperdense structure within the spinal canal which could reflect a intraspinal catheter device." At 2666 days post-op, the patient presented for follow up. "Complaints remain the same. Review of the plain films compared to 2005 reveal stable hardware and grafts, no shifting of plates, cage or screws. There is evidence of interbody fusion mass within the cage. MRI revealed atrophy of the cord, some compartmentalization of csf suggestive of residual syrinx and dorsal bowing of the upper levels impinging upon the canal with laminectomies. It is unclear if respiratory issues are progression of cord injury or if there is some contribution from ventral pressure."

Event description:
It was reported that the patient underwent a posterior fusion c2-c7 with rhbmp-2/acs and placement of a csf shunt. Allegedly, immediately after surgery, the patient lost total use of the left arm and at least 80+% use of the right arm. About two years after surgery, the patient regained some movement in the left arm as well as a little more strength in the right arm. Reportedly, in the last couple of years the patient developed breathing problems, shortness of breath, unable to finish long sentences, and problems with sleep and exhaustion. A sleep apnea study was done, and an oxygen machine, to be used when sleeping was prescribed. The patient reportedly has increased problems with memory, especially short-term memory, difficulty focusing on tasks (this symptom developed over last 3 to 4 years). The patient is able to focus on details when trying to express himself, however, he gets out of breath and sometimes become lightheaded. Allegedly, the patient was diagnosed with onset of adult adhd and was prescribed aderol. The patient's pain has reportedly increased and expanded after surgery. The pain now radiates down the left side of the neck, to the shoulders, the left arm, and continuing down to the mid back. The patient reportedly has had a number of urinary tract infections. He was hospitalized approximately 4 years post-operatively for infections. He has bedsores on the right and left buttock cheeks that reportedly have not healed for the last six years. The patient reports having had many headaches where most of the pain is generated on the left lower side of the head. At 1494 days post-op, the patient was diagnosed with a urinary tract infection. Patient was admitted to the hospital for IV antibiotics. The patient has reportedly been told that the spinal cord has atrophied and there is fluid buildup below c3. Since the use of rhbmp-2/acs, it is claimed that the patient has lost total use of left arm, lost 80% of use in the right arm, has difficulty breathing, speaking, swallowing, has sleep problems, has urogenital problems and has headaches

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
See also medwatch report no. 1030489-2012-01760. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.